Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 2.25 x 18 mm xience was implanted in the proximal right coronary artery (rca) during the index procedure in 2008; however, the following month, the patient returned asymptomatic for a planned second procedure to treat the obtuse marginal and the proximal circumflex. An angiography prior to the second procedure revealed stenosis in the mid rca, which was believed to be related to the 2.25 x 18 mm xience implanted in the proximal rca. The stenosis was treated with the implantation of an unknown xience. Then in 2009, in-stent restenosis was identified in both the 2.25 x 18 mm xience and unknown xience and ptca was performed. No additional event or patient information is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number.